Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during heparin therapy. It was stated, "pharmacist made this writer aware of a compass (158065) that was filed about an untherapeutic heparin xa." Despite of the heparin infusion rate increase the level was still showing as low. A new heparin bag was hung and intravenous (IV) site was changed to the central line. After these interventions, xa and ptt both came back high. "Heparin bag was sent for testing, however, the pharmacy manager requested the IV pumps also be investigated and interrogated as additional possible problem to this issue." There was no report of patient injury or medical intervention associated with this event. No additional information is available.